Event description:
It was reported that the customer was hospitalized due to a stroke and hyperlycemia. The customer's blood glucose reading was 405 mg/dl at the time of the event. It was reported that the customer had been experiencing high blood glucose for the eight months leading up to the event. The customer's nurse stated that the customer is non compliant. At the time of the report, the insulin pump alarmed failed battery test. The customer was sent a new battery cap. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.